Manufacturer narrative:
The gam cath involved in this event was not available for a technical investigation. Retained sample of the assembled clamp lot were analyzed and no failure or malfunction could be found. The tested clamps showed no visual defects and worked as intended. The gam cath catheters with assembled clamp lot are distributed worldwide. Review of the complaint database did not reveal any further complaints from other clinics related to malfunction from the assembled clamp lot. Evaluation was done with retained sample from identical clamp lot.

Event description:
A patient in (B)(6) had a gam cath 1320 j femoral access catheter replaced prior to using the catheter as the arterial clamp was not clamping properly.